Event description:
During the atrial fibrillation procedure, following the sheath insertion into the left atrium, a blood leak was observed from the hemostasis valve. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.